Event description:
It was reported that the customer was experiencing high blood glucose levels for two to three days. The customer also received no delivery alarms. The customer's blood glucose was unknown. Troubleshooting for the customer's high blood glucose levels. The customer expressed stomach aches, muscle pain and headaches as symptoms of their high blood glucose levels. The customer has made adjustments to her basal rates and carbohydrate ratio. The customer could not perform the high pressure test because the customer had received a no delivery alarm within seconds of starting to bolus. Customer was able to prime and deliver a bolus after changing the infusion set. Customer stated that she would monitor her blood glucose levels and the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.